Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial lead had dislodged and was undersensing the atrium. The left ventricular lead was noted to cause diaphragmatic stimulation. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.